Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer received a power error alarm. Their blood glucose was unknown. Troubleshooting was completing and the alarm was cleared. However, the caller called back because they received another power error alarm. Because the customer reported a power error alarm within a week of troubleshooting a previous one, they were advised that the pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Insulin pump trace download analysis confirmed the insulin pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received missing reservoir tube o-ring, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.